Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a zero tip nitinol stone retrieval basket was used in a lithotripsy procedure performed on (B)(6) 2010 (patient weight is unknown). According to the complainant, the basket was used to retrieve stone fragments in the patient's ureter. The physician removed the basket from the patient with no problems. After the device was removed, the surgical technician noticed that the "tip appeared abnormal." The physician questioned whether a small portion of the basket detached inside the patient. He did not find a fragment in the patient at that time. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Additionally, cystoscopy CT scan was performed on (B)(6) 2010, and found "no evidence of a foreign body" inside the patient.

Manufacturer narrative:
Evaluation of the returned device found the sheath flattened and stretched at the distal end of the device. Two pieces of flattened sheath were returned in a ziploc bag. The basket had become stuck in the sheath and would not move when the handle was functioned. Once the sheath was cut away to expose the basket, the basket was found intact and within specification. Therefore, the most probable root cause of this complaint is not confirmed. Additionally, the complainant indicated that, "to the best of her knowledge, she does not believe the sheath was cut." The account was also unsure if the two detached pieces of sheath had to be removed from the patient. The secondary most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on march 2, 2010 that a zero tip nitinol stone retrieval basket was used in a lithotripsy procedure performed on (B) (6) 2010 (patient weight is unknown). According to the complainant, the basket was used to retrieve stone fragments in the patient's ureter. The physician removed the basket from the patient with no problems. After the device was removed, the surgical technician noticed that the "tip appeared abnormal." The physician questioned whether a small portion of the basket detached inside the patient. He did not find a fragment in the patient at that time. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Additionally, cystoscopy CT scan was performed on (B) (6) 2010, and found "no evidence of a foreign body" inside the patient.

Event description:
It was reported to boston scientific corporation on march 2, 2010 that a zero tip nitinol stone retrieval basket was used in a lithotripsy procedure performed on (B)(6) 2010 (patient weight is unknown). According to the complainant, the basket was used to retrieve stone fragments in the patient's ureter. The physician removed the basket from the patient with no problems. After the device was removed, the surgical technician noticed that the "tip appeared abnormal." The physician questioned whether a small portion of the basket detached inside the patient. He did not find a fragment in the patient at that time. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Additionally, cystoscopy CT scan was performed on (B)(6) 2010, and found "no evidence of a foreign body" inside the patient.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.